Event description:
It was reported that the patient with this recently implanted pacemaker system experienced a low heart rate in the 40s beats per minute (bpm) range. Technical services (ts) reviewed the device and observed undersensing and loss of capture (loc) on this right ventricular (rv) lead. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that the patient with this recently implanted pacemaker system experienced a low heart rate in the 40s beats per minute (bpm) range. Technical services (ts) reviewed the device and observed undersensing and loss of capture (loc) on this right ventricular (rv) lead. Ts recommended an in-clinic visit to perform a chest x-ray and evaluate a potential lead dislodgement. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead exhibited high pacing thresholds, and the loc was intermittent at maximum output. No adverse patient effects were reported.